Event description:
The consumer reported that there was a red ring on the patient's back and there was a black wire coming out. The patient stated it felt like it was catching on his shirt and he could feel it through his shirt. It was noted that the battery was on the right side and the wire was on the left and it looked like a black head. The patient had a fall in october or later in 2015 and had gone to the emergency room. The patient had pain. Further information received from the consumer reported that the red ring was still present, but it was not as visible as before. The patient had an appointment with the manufacturer representative and healthcare provider (hcp) regarding the wire and red ring. Additional information received from the representative reported that the hcp was taking the patient to surgery to revise the area of irritation. It was stated that the hcp believed an anchor or suture was eroding to the surface. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.